Event description:
It was reported that the patient presented for an implant procedure. It was noted that the pacemaker exhibited unspecified low voltage output. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Review of device data provided indicated that the reported event of delay in ventricular pacing during burst of atrial nips was confirmed. Based on the information provided, the device should have provided ventricular pacing per system requirements. The root cause of ventricular pacing not being delivered while exiting nips was due to a mismatch in system and firmware requirements. As part of this finding, abbott is performing further investigation.